Event description:
Procedure type: low anterior resection. According to the reporter: during stapling, the blade did not engage and therefore did not cut. The procedure was converted into a laparotomy to cut the lower part of the rectum.

Manufacturer narrative:
(B)(4).